Event description:
It was reported from (B)(6) that during equipment testing by the biomedical department, it was discovered that the battery reamer/drill device was not functioning. This event was no related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was retuned for evaluation. Reliability engineering evaluated the device and observed that the electrical control module wire insulations were damaged. It was also noted that the gear components and the motor were corroded, and the trigger's locking ring was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on electronic components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.